Event description:
It was reported that the patient had experienced a loss of baclofen effect with high dose of baclofen (greater than 900 mcg/day). The pump and catheter were replaced in 2008. It was noted that there was concern regarding intermittent malfunction because no catheter problem was found when the catheter was replaced. There was no patient injury reported.